Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the symptom delayed keypad response, determined to be caused by a failed processor printed circuit board. The delay was observed to be approximately 3 seconds long. The failed processor printed circuit board was replaced.

Event description:
During baxter's functionality testing of a spectrum infusion pump, it was found that the device had a delayed keypad response. There was no patient involvement.